Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the infusion failed to start on a novum iq large volume pump. During a vasopressin infusion, the nurse observed ¿no drips noted in the chamber,¿ and the patient¿s blood pressure (bp) was in the 50¿s/30¿s. The pump was swapped. While this pump was ¿running¿ the patient¿s bp remained in the 50¿s/30¿s. While the medical team was looking for another pump, the team was ¿getting ready to code the patient¿, the vasopressin started infusing. The patient¿s bp started ¿increasing.¿ no further information was available at the time of this report.